Manufacturer narrative:
H4: the lot was manufactured march 25-26, 2024. H11: the actual device along with a photograph were provided for evaluation. Visual inspection of the actual device did not identify evidence of particulate matter on the tubing. Visual inspection of the photograph was performed which identified a black speck on the tubing. The location of the black speck could not be determined; however, the particle could have moved during shipping for investigation. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had unknown black dot on/in the tubing line. This was noticed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.